Event description:
It was reported that a patient presented in the emergency room after receiving the patient notifier for non sustained lead noise episodes due to mismatch between the near field and the far field channel. Reprogramming the device was recommended. The device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.